Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, plaque shift occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous mid left anterior descending artery. The physician implanted a promus element stent in the target lesion than advanced a kintex guide wire to the first diagonal. However, the kintex guide wire was unable to cross into first diagonal due to a plaque shift when the stent was implanted. The plaque shift was treated by using a kissing balloon technique. No further patient complications were reported and the patient's status is good.